Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with matrixmandible subcondylar plates on both sides of the mandible. On unknown date it was noted that the plate on the left was broken. Patient was returned to surgery on (B)(6) 2018 where the broken plate was removed. No further information was provided. This report is for one (1) titanium matrixmandible subcondylar plate strut/left/1.0mm thick. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No fragment was left in the patient¿s body. Patient status was reported as fine. Concomitant medical products: matrixmandible screws (part # unknown, lot # unknown, quantity 11).

Manufacturer narrative:
This complaint is confirmed. The returned plate was received at customer quality (cq) in two pieces. In addition to the break, the plate shows post manufacturing bends. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. Relevant product drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The thickness of the returned plate near breakage measured 1.02mm at cq (calipers ca102p) which is within specification of 1.0mm +0.07mm / -0.1mm per drawing. No design issues or manufacturing discrepancies were identified during this investigation. A definitive root cause could not be determined based on the provided information. It is likely that preoperative bending coupled with post-operative forces contributed to the plate becoming weak and ultimately breaking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated concomitant device list device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: self-tapping non- locking 2 mm screws (part # 02.503.606.05, lot # unknown, quantity 2), locking self-tapping 2mm screws (part # 02.503.406.05, lot # unknown, qunatity 7), 1.2mm diameter screws with lengths 8mm and 11mm (part # unknown, lot # unknown, quantity 2).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: self-tapping non locking 2 mm screws (part # unknown, lot # unknown, quantity 2), locking self-tapping 2mm screws (part # unknown, lot # unknown, quantity 7), 1.2mm diameter screws with lengths 8mm and 11mm (part # unknown, lot # unknown, quantity 2).